Manufacturer narrative:
It was reported that a display issue occurred when the MRI exam was defined as the second exam and after its contrast was changed. Device history record review and complaint history review were not performed based on the low severity of this complaint. The patient folder was tested on manufacturing site and no noticeable issue occurred after changing the contrast of the exam. However, the exam loaded by the user is oversized compared to IFU recommendations. The different exam loads and contrast changes may have caused a lack of available memory that could have provoked the display issue. No more evidences are provided to conclude about the root cause.

Event description:
It was reported that during the surgery the field service engineer noticed that the mr imagery was not showing up in the software correctly. The mr imagery was selected as the second exam, but in the software all that appeared was a large white box. The fse attempted to adjust the contrast, but this did not change anything, the center value was very high and couldn't be adjusted. The mr imagery was fine on the planning station and initially on the robot, but then this appeared to occur randomly after registration was complete. The patient was under anesthesia and no incision was made. This did not cause any delay since the mr imagery was not needed for guidance during surgery. No other issues experienced during surgery.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during the surgery the field service engineer noticed that the mr imagery was not showing up in the software correctly. The mr imagery was selected as the second exam, but in the software all that appeared was a large white box. The fse attempted to adjust the contrast, but this did not change anything, the center value was very high and couldn't be adjusted. The mr imagery was fine on the planning station and initially on the robot, but then this appeared to occur randomly after registration was complete. The patient was under anesthesia and no incision was made. This did not cause any delay since the mr imagery was not needed for guidance during surgery. No other issues experienced during surgery.